Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified that the glass cap had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. This could potentially result in forward firing. The fiber proximal to the fracture could rotate independently of the metal cap. Additionally, there was minimal scorching and debris noted on the metal cap, around the output window. The device was tested using a helium-neon laser fixture, and the aiming beam was present at the output window. The device passed the signature verification testing and no issues were identified with the connector, segments or tabs. Based on the distal circumferential fracture identified the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned as this event. The adhesion identified on the metal cap surface likely contributed to heat accumulation at the output window leading to reported event and circumferential fractured. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures.

Event description:
It was reported that during the vaporization of the prostate procedure, the fiber had diminished vaporization. A second fiber was used to complete the procedure with no patient clinical consequences. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.